Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and pelvic pain/other. It was reported that on the date that the patient was admitted for ¿routine elective surgery,¿ both the preoperative and postoperative diagnoses were listed as: urge incontinence, failed [ins] implants, myositis, and pelvic pain. It was noted that the procedures performed were: bilateral posterior levator trigger point injections, and [ins] battery replacement bilaterally. The surgeon noted that both right and left inss were replaced, the patient tolerated the procedure well, there was minimal blood loss, and the patient was extubated in the operating room and taken to the recovery room in good condition. No further patient complications are anticipated or expected as a result of this event.